Event description:
Resident fell sideways to right, chair found lying on right, wheels unlocked, belt still fastened with chair adjusted to tallest setting. Within minutes nursing personnel responded, took bp and pulse. Abrasion noted on right side of head with small amount of blood; also had nosebleed. Squad called and resident transported to hosp where he died. Medical examiner later reported that resident had 2 fractures of skull.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, telemetry failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.